Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they were not sure that it was working properly and they were leaking and they felt they had to push on their bladder to empty. The patient did not feel stimulation and the therapy was confirmed to be off. The patient turned the therapy on, set it to program #3 at 1.6 volts, and would see if it helped their symptoms. The symptoms had occurred for the past 3-7 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.